Event description:
The account stated that a falsely elevated troponin adv result of 0.64 ng/ml was generated by the axsym analyzer, whereas the beckman access result was 0.01 ng/ml. The patient was admitted to ccu and treated with the following medications: heparin I, asa, and nitro spray x 3.

Manufacturer narrative:
The customer discovered that solution #4 (linediluent) container was empty but the system displayed the volume as updated. The customer felt the weight scale sensor on the instrument should have detected that the container was too light but failed to do so. Field service was dispatched to inspect the instrument. The field service representative (fsr) could not reproduce the customer's concern. The fsr inspected and cleaned the solution scale area then ran a dispense check which was acceptable. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.